Event description:
It was reported that the pump shut off unexpectedly. Customer reverted to manual injection for for diabetes management. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation performed. The event date listed on b3 is reflective of the time zone of the country of the event. H3 other text : device not returned.

Manufacturer narrative:
H6: added 213 h6: added 213.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.